Manufacturer narrative:
Follow-up received on 09-nov-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent surgery to remove her essure coils 9 years after placement. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, abdominal distension, migraine and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: date(s) of insertion (B)(6) 2009 (discrepancy noted) as per mr date(s) of removal (B)(6) 2019, (B)(6) 2015 (discrepancy noted) as per mr. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-apr-2021: fu 3 & 4 processed together. Reporters information and rcc were added. There was no significant change in the medical context of case. On 13-apr-2021: fu 3 & 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which refers to a adult female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006 for permanent sterilization. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive migraine headaches, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve them. On (B)(6) 2015, plaintiff underwent surgery to remove her essure coils. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent surgery to remove her essure coils 9 years after placement. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.